Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The serial # (B)(6) for the contour next gen meter provided by the customer is invalid. Therefore, the device manufacture date (h4) could not be determined.

Event description:
The customer reported that she purchased a contour next gen meter in the us and the meter was displaying the units of measurement accompanied with the blood glucose readings in mmol/l instead of mg/dl. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Event description:
The customer reported that she purchased a contour next gen meter in the us and the meter was displaying the units of measurement accompanied with the blood glucose readings in mmol/l instead of mg/dl. Upon investigation, it was determined that the meter associated with the event is contour next one meter.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record and distribution record were reviewed for the suspected device and it was found that the meter was built with sku 7819 which is a meter kit for contour next one meter for canada market. The meter information did not match with the customer's allegation. The suspected meter was distributed in canada confirming that the meter was set with the correct units of measurement in mmol/l, which is a standard unit of measurement for meters distributed in canada. Based on the confirmation that the meter associated with the event was the contour next one meter, sections b5 (describe events or problem), d1 (brand name), d4 (model #), g4 - 510(k)#, and h4 (device manufacture date) have been updated. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.